Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has pain at the ipg site and is unable to charge due to the ipg flipping in its pocket. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was sutured down, and the pocket was made smaller, resolving the issue.